Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.

Event description:
Customer reported that after setting up his precision xtra blood glucose meter he performed a test, but when he checked the date and time he noticed it did not save the correct information. It was then additionally identified by adc customer service that they reported to be a user of the precision link data management system. Customer reported non-specific symptoms as a result of this and noted his medication dosages for his lantus and novalog insulins were changed. There was no report of death or permanent injury associated with this event.